Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2018-03022, reference MFR report: 1627487-2018-03023, reference MFR report: 1627487-2018-03025. It was reported the patient underwent a permanent trial procedure where 2 leads and 2 extensions were implanted. During the procedure a pocket site was created for the ipg, however no ipg was implanted. Twelve days later the patient presented to the hospital with a wound infection that extended from the pocket site to the lead site. The leads and extensions were removed.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2018-03022, reference MFR report: 1627487-2018-03023, reference MFR report: 1627487-2018-03025. Follow-up information indicated the patient was admitted to the hospital and received antibiotics. The patient has since recovered.